Event description:
The user facility reported that during set-up for an impella cp implant, the automated impella controller (aic) purge disc was not recognized. The aic was swapped out without issue. The aic will be returned for investigation.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned for investigation. This complaint was investigated in collaboration with fs and aic was tested. Upon examining the aic for any visible defects, it was evident that the purge disc flag was broken which would result in ¿purge disc not recognized¿ alarms. The root cause of this issue is a broken purge disc flag.